Event description:
Nursing home resident was being transferred from wheelchair to bed using lift sling with body lift when resident fell to floor. Report made by nursing staff present indicates that the hook on the left leg of the sling slipped off the hook on the left chain.